Manufacturer narrative:
Unknown event date in 2019. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to pfna blade migration . The patient underwent the implant surgery with the pfna blade on (B)(6) 2019. The surgeon noted that the basicervical fracture type and the lack of the fixation may be a contributing factor of the cut-out. Concomitant device reported: unknown pfna ii nail (part# unknown, lot# unknown, quantity# 1); unknown pfna ii end cap (part# unknown, lot# unknown, quantity# 1)' unknown locking screw part# unknown, lot# unknown, quantity# unknown). This is report 1 of 1 for (B)(4).